Event description:
It was reported that in (B)(6) 2014, the patient had the pump replaced because the patient fell and it stopped working. When the patient fell, the patient¿s leg just turned blue and their leg just started shaking, it bent down and was really bad. It hurt a lot. It was determined that the patient had a malfunction in the it catheter. The patient¿s pump battery was reaching end of life. The patient had the pump and catheter replaced. That¿s when the patient could put her feet on the ground again and bear weight, got shoes on, could stand up and no longer would have to stay in the wheelchair. The only thing that fixed her leg and showed actual improvement was the prialt, the color has changed, the sensation has changed, she¿s sleeping, she¿s walking, she¿s doing amazing, she¿s playing ball with her kids, she¿s doing everything again. The pump was used to deliver prialt. Patient outcome not reported. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_cath, product type catheter. (B)(4).